Event description:
The lay user/patient contacted lifescan alleging the meter has a line thourgh display. The issue was not resolved with troubleshooting. There were not allegations of harm or injury.